Event description:
A balloon developed a leak on the first inflation at approx 6-8 atms during an iliac angioplasty procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was corkscrewed. A kink was noted in the shaft at the strain relief. A pressure test revealed a leak 12mm distal to the proximal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft under the balloon, and contact with a sharp external source, scratches on the balloon surface. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."